Event description:
It was reported that a patient underwent a total knee reconstruction procedure on (B)(6) 2015 and a surgical sealant was used. After a few days, the surgical sealant had peeled away and was oozing on the distal end of the incision, just above the kneecap. The surgeon had to re-do the closure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.